Manufacturer narrative:
Product complaint # (B)(4). All that is known is year is either late 2018 or early 2019. Date sent: 4/8/2019 the serial was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that following a liver resection, the patient had a complication. The device was believed to have been used during an open liver resection surgery for pretransection coagulation (ptc). Prior to using ptc intraoperatively, the surgeon was shown approved material on ptc and any questions answered before it was used in the operating room. The surgeon is alleging that the use of the neuwave system for ptc led to postoperative complications. Additional information was provided that the physician has been performing neuwave microwave ablation procedures for approximately the last six years. The surgeon started using neuwave for pre-transection coagulation in his liver resection cases about a year ago. He also uses advanced energy and staplers during these cases. He has performed approximately 4-5 liver resections over the last year using neuwave microwave for ptc. Information on the liver lesion or extent of the resection was unknown. The patient had an abscess that was treated with antibiotics, but it is unknown if this patient was an ablation patient or resection patient, although it was thought that the surgeon mentioned complications after ptc. It is unknown why the physician feels the neuwave device caused or contributed to the patient event. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/19/2019. Investigation summary: no specific case date was reported for this complaint. As such, the last 7 months of ptc cases were reviewed for the reported system. Reflected power errors were seen, which is normal for a surgical case, since the probe can sometimes lose contact with the tissue. No other issues with temperatures or other errors were seen. Analysis does not reveal the root cause of the reported failure. The complaint team has deemed the root cause unknown since there is not enough information available to complete a thorough investigation.